Manufacturer narrative:
No product was returned. A review of the device history record was not possible since the lot number was unavailable. Based on the info received, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) cautions, should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention. The angio-seal instructions for use (IFU) state that based on clinical experience, thrombosis at the puncture site is a risk or situation associated with the use of the angio-seal device or vascular access procedures, if thrombus at the puncture site is suspected, the diagnosis can be confirmed by duplex ultrasound. Treatment of this event may include thrombolysis, percutaneous thrombectomy, or surgical intervention. The angio-seal device pt's info guide, which the pt is instructed to carry with them for 90 days states some bruising or discomfort is common during the healing process after intravascular procedures; however, if any of the following symptoms are experienced, the pt is to contact their physician immediately at the number listed on their pt info card: fever, bleeding, persistent tenderness in the groin and swelling, redness and/or warm to touch, numbness, tingling or pain in the extremity when ambulating, rash, wound drainage, or any other unusual symptoms.

Event description:
It was reported that an angio-seal was selected for use. Approx three weeks post deployment, thrombosis was detected in the area where the angio-seal anchor was deployed. The pt went to surgery where the angio-seal components were removed. The pt had the angio-seal deployed at a different hospital than where the surgery was performed and the name of the person who deployed the angio-seal, as well as the date of deployment was unk. Attempts were made to obtain additional info without success.